Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a merlin.net transmission noise was noted on the pulse generator, patient experienced presyncopal. The patient was brought in for testing, the physician noted that the noise was due to the pulse generator. The device was explanted and replaced, the patient was stable post procedure.